Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse stated the leak was from defective tubing through pinch valve pv49. He replaced the tubing resolving the issue. He did not find any leakage or damage to the compressor. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported more than 5 mls of uncontained blue fluid leaked into the compressor of a coulter hmx hematology analyzer with autoloader during normal instrument operation. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.